Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and four months following the implant of this 29-millimeter (mm) bioprosthetic transcatheter valve, severe central aortic regurgitation/aortic insufficiency (ai) was observed. Aortic valve calcification was noted. The failed valve required transcatheter aortic valve replacement (tavr) with a non-medtronic 23 mm bioprosthetic transcatheter valve. The second valve was implanted valve-in-valve, at node four. Following the intervention, no ai was observed, and the outcome was reported as successful.